Manufacturer narrative:
Device is not distributed in the united states. Date of manufacture reported as (B)(4) 1991. Device received at synthes gmbh and is in the eval process, no conclusion has been drawn.

Event description:
Device report from the (B)(6) indicates a plate broke post operatively and was explanted.